Event description:
It was reported that the patient developed tricuspid regurgitation post rv lead placement. Lead position felt to be a contributing factor. There were no electrical anomalies noted. The rv lead was explanted, and a new rv lead was implanted in a different position. The patient was in stable condition.

Manufacturer narrative:
The reported event was that the patient developed tricuspid regurgitation post rv lead placement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations revealed no anomalies except for procedural damage.